Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation, visual observations internal to the motor identified: excessive motor bearing ear with shaft end play, and black material around the bearing. Evidence suggests cause to be the motor but root cause was not identified. Due to the motor bearing failure, the motor assembly will be replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It is reported there was no patient involvement.